Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, hypotension was noted. Percutaneous cardiopulmonary support was provided, and the valve was successfully implanted. One-day post implant, the patient remained unconscious. Five days after the implant an extensive cerebral vascular accident (cva) was confirmed. Fifteen days post implant, the patient expired.